Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. Customer state that receive a low battery alert prior to the replace battery now alarm. Customer stated that the this was not the second occurrence of replace now battery alarm without low battery alert. Insulin pump did not accept new batteries.the insulin pump will not be returned for analysis.